Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the dsd-201 reprocessing system and found the disinfectant reservoir to be damaged. The technician stated that the reservoir float switch may have become stuck during the cycle subsequently causing the heating element to run following the draining of the reservoir and cause the reported smoke. However, due to the damage to the reservoir, a root cause could not be determined. The dsd-201 reprocessing system subject of the reported event is approximately 11 years old. The technician repaired the dsd-201 reprocessing system, ran a test cycle and confirmed the unit to be operating to specifications. The unit was returned to service, and no additional issues have been reported. A three-year complaint review was performed and confirmed this to be an isolated event. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that their dsd-201 reprocessing system emitted "smoke" during a cycle. User facility personnel immediately unplugged the unit and contacted steris for service. No report of injury.